Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was squirting out during manual prime. The customer's blood glucose level was unknown at the time of incident. Customer states they are unable to exit the preparing to prime loop. The customer stated that they did not receive 2nd series of beeps nor did numbers appear on the screen. Advised customer the insulin pump will need to be replaced and customer to revert to back up plan. The insulin pump will be returned for analysis.